Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for regular follow-up in clinic. Upon interrogation high thresholds were noted and high impedance. The lead was capped and replaced on (B)(6) 2016 successfully. The patient tolerated the procedure well and was discharged.